Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse, via a government agency, reported that an ophthalmic viscoelastic cannula dislocated thrice a year. Procedure details were not reported, and the reporter declined to provide any additional information. This report pertains to the ophthalmic cannula involved in the reported event. This complaint pertains to seven of eight reports from the same facility.

Manufacturer narrative:
Corrected information was provided in section h.6. The FDA product code was updated from(B)(6) the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported to a government agency that an ophthalmic cannula became dislodged from a viscoelastic syringe during cataract surgery, resulting in a persistent and preventable safety hazard associated with standard luer lock syringe systems. Although luer lock syringes are designed to secure the cannula, but they failed under pressure, causing the cannula to detach and enter the eye at high velocity. This device related malfunction resulted in permanent visual loss or loss of the eye. Survey findings indicated that ophthalmic cannula dislodgment occurred at various frequencies 16% of cannula dislocation occurred three times per year. The patient¿s current condition could not be determined, as the initial reporter declined to provide follow up information; therefore, follow up consent for patient's conditions and suspected product details could not be obtained. All complaints were associated with the same reporter and the same facility.

Manufacturer narrative:
Corrected information provided in section b.5. And additional information provided in sections h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of cannula detachment from syringe; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
All complaints were associated with the reporters from multiple facilities.